Event description:
A patient reported experiencing inaccurate erratic results with a ot basic original meter. The patient's blood glucose results were 189 and 145 mg/dl. Tests were done with 10 minutes with a difference of 23%. Patient had not experience any adverse events. No further information has been reported.